Event description:
Healthcare professional reported unknown side capsular contracture unknown baker grade. The device remains implanted. Patient reported capsular contracture occurred on the right side. Healthcare professional confirmed baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported unknown side capsular contracture unknown baker grade. The device remains implanted. Patient reported capsular contracture occurred on the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side capsular contracture unknown baker grade. The device remains implanted.